Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 250 mg/dl, which was addressed with a bolus via the pump and exercising. The customer's healthcare provider adjusted their basal and carb ratio settings, to help with lowering their bg level. Tandem technical support confirmed pump setting adjustments with customer. Customer was satisfied.